Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured before the UDI requirements.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself twice. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench testing and stressing without duplicating the customer's report. Review of the device log supports that intermittent connection of the multifunction cable (mfc) to the device was a factor. The customer's multifunction cable and batttery were not returned as part of the investigation. The multifunction receptacle was replaced as a precaution. The device was recertified and returned to teh customer with a new mfc cable. No trend is associated with reports of this type.